Event description:
The patient was implanted with the alto stent graft system to treat an abdominal aortic aneurysm (aaa). Approximately two (2) months post initial procedure, a computed tomography (CT) scan, showed the patient was found to have an occluded left limb. It was reported that the patient originally had small access vessels and previously implanted (non-endologix) stents in both common iliac arteries. The physician elected to perform a tissue plasminogen activator (tpa) drip overnight and the next day extended the ipsilateral limb with an ovation ix iliac extender to match the contralateral limb. This successfully resolved the event.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. H3 other text : device remains implanted

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the left limb occlusion with additional endovascular procedure are confirmed. This is consistent with the reported adverse event/incident. The complaint is most likely user related. The superior stent margin of the left limb was offset by 10mm from the right limb. This likely created a flow bias causing thrombus and occlusion in the left limb. There were non endologix limbs implanted bilaterally prior to index. It is unclear if this contributed to the reported event. Procedure related harms for this complaint could not be determined. The final patient status was reported as having a successful outcome following secondary intervention. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: h6: investigation finding codes: remove code 3233. H6: investigation conclusion codes: remove code 11.